Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no output signal coming out of the channel. The doctor has not yet performed the endoscopy. The issue occurred before an unknown endoscopy procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reportable malfunction was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It was confirmed, that the device was shipped in compliance with the specifications. Based on the results of the investigation, it was presumed, that the phenomenon occurred, due to failure of the print board. Olympus could not identify the root cause. Olympus will continue to monitor field performance for this device.